Event description:
Information was received from a healthcare provider (hcp) via the company representative regarding a patient receiving intrathecal fentanyl 1500 at 900 via an implantable pump. It was reported that there was no cerebrospinal fluid (csf) from catheter, tied off left implanted and a new catheter was implanted. Unknown if any environmental/external/patient factors may have led or contributed to t he issue. No diagnostics/troubleshooting were performed. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2018, explanted: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.